Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up. Further investigation found that noise was being over-sensed by the right atrial lead. A portion of the over-sensing causing inappropriate automatic mode switch episodes. The issue was not reproduced with isometric exercises. Physician chose to not perform any intervention. Patient was stable after the event.